Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a crack in the insulin pump. Customer was going to be sent a loaner pump but the call dropped and nothing was sent. Customer stated that the damage is on the top left-hand corner of the pump. Customer's blood glucose was 538 mg/dl and has been corrected with manual injections. Customer did not want to troubleshoot for the high blood glucose reading at this time. Customer was advised that the pump will need to be replaced. Customer was advised revert to a back-up plan and discontinue use of the pump.